Event description:
"The inserts keep falling off inside patients, will not stay on grasper instrument."

Manufacturer narrative:
Product has not been returned to the MFR for evaluation. Reported on a disposable insert product. These attached to a reusable instrument which may have reached end-of-life usage. We have requested the reusable portion of the device returned for evaluation.